Event description:
Hosp reports receiving high readings on their precision pcx blood glucose monitor. In blood glucose tests, a reading of 421 mg/dl compared to a lab result of 183 mg/dl were obtained within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The pt was reported to have been in surgical recovery at the time of testing. There was no report of death, serious injury or mistreatment associated with this event. No treatment was reported to have been administered or modified based on the glucose result provided by the precision pcx meter.

Manufacturer narrative:
The customer's products have been requested back for an investigation.